Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: migrated out of fallopian tubes/ migration of essure device location of device : uterus"), pelvic pain ("pelvic pains which increased in intensity/ pain") and menorrhagia ("increased bleeding during menstruation/abnormal bleeding menorrhagia") in a 33-year-old female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2009 & 2011), menometrorrhagia and skin tags. Essure confirmation test was done and results showed- the procedure had been accepted and did not have to worry about any other birth control. Concurrent conditions included abdominal pain, irregular menstrual cycle, endometrial ablation, intestinal inflammation, squamous cell metaplasia, endometrial stromal sarcoma, leiomyoma nos, cyst and adenomyosis. Concomitant products included ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower right abdomen"), mood altered ("hormonal changes describe: moodiness") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, ketorolac tromethamine (toradol) and surgery (ablation on (B)(6) 2015 and hysterectomy (partial), and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and hormone level abnormal had resolved and the pelvic pain, abdominal pain lower, mood altered and hot flush outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, female sexual dysfunction, hormone level abnormal, hot flush, menorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: all symptoms resolved but not specified diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: not provided; in (B)(6) 2013: there was no occlusion; in (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2015: gross description: one of the fallopian tubes shows a pedunculated thin-walled previously ruptured cyst. The specimen is sectioned, revealing metal coils in the proximal fallopian tube ostia.. Uterine dilation and curettage - on (B)(6) 2013: uterus sounded to 8 cm. The intrauterine cavity was normal. The essure coils were placed without difficulty with 2 coils in the intrauterine cavity and ablation was without difficulty as well. Concerning the injuries reported in this case, the following ones /were described/confirmed in patient¿s medical records: pain, pelvic pain. Quality-safety evaluation of ptc: .unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc(product technical complaints). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: migrated out of fallopian tubes/ migration of essure device location of device : uterus"), pelvic pain ("pelvic pains which increased in intensity/ pain") and menorrhagia ("increased bleeding during menstruation/abnormal bleeding menorrhagia") in a 33-year-old female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2009 & 2011), menometrorrhagia and skin tags. Essure confirmation test was done and results showed- the procedure had been accepted and did not have to worry about any other birth control. Concurrent conditions included abdominal pain, irregular menstrual cycle, endometrial ablation, intestinal inflammation, squamous cell metaplasia, endometrial stromal sarcoma, leiomyoma nos, cyst and adenomyosis. Concomitant products included ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (depo provera). On (B)(6)2013, the patient had essure inserted. In july 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower right abdomen"), mood altered ("hormonal changes describe: moodiness") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, ketorolac tromethamine (toradol) and surgery (ablation on (B)(6)2015 and hysterectomy (partial), and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and hormone level abnormal had resolved and the pelvic pain, abdominal pain lower, mood altered and hot flush outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, female sexual dysfunction, hormone level abnormal, hot flush, menorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: all symptoms resolved but not specified diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: not provided; in (B)(6)2013: there was no occlusion; in (B)(6)2014: total bilateral occlusion. Pathology test - on (B)(6)2015: gross description: one of the fallopian tubes shows a pedunculated thin-walled previously ruptured cyst. The specimen is sectioned, revealing metal coils in the proximal fallopian tube ostia.. Uterine dilation and curettage - on (B)(6)2013: uterus sounded to 8 cm. The intrauterine cavity was normal. The essure coils were placed without difficulty with 2 coils in the intrauterine cavity and ablation was without difficulty as well. Concerning the injuries reported in this case, the following ones /were described/confirmed in patient¿s medical records: pain, pelvic pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided.~ as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not necessarily indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae case is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received, product indication updated, event added- moodiness, hot flashes. Events onset date and concomitant drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not necessarily indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae case is not applicable. Most recent follow-up information incorporated above includes: on 1-dec-2016: quality-safety evaluation of product technical complaint (ptc) received. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began experiencing pelvic pains. The symptoms increased in intensity and approximately 2 years after essure insertion the plaintiff underwent hysterectomy and bilateral salpingectomy. Pelvic pain is serious due to medical importance and is anticipated in the reference safety information of essure. Pelvic pain, back pain, and uncharacterized pain may occur after the insertion of essure. In this case, the event started after the insertion of essure and finally led to hysterectomy and bilateral salpingectomy. Considering the positive temporal relationship and in the lack of alternative explanations, a causal relationship between the event and essure cannot be excluded (related). An additional non-serious event was also reported. This case was regarded as incident since a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains which increased in intensity/ pain") and menorrhagia ("increased bleeding during menstruation/abnormal bleeding menorrhagia") in a 33-year-old female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device expulsion "migration of essure device location of device: migrated out of fallopian tubes/ migration of essure device location of device : uterus" (seriousness criteria medically significant and intervention required) on (B)(6) 2015. The patient's medical history included cesarean section (2009 & 2011), menometrorrhagia and skin tags. Concurrent conditions included abdominal pain, irregular menstrual cycle, endometrial ablation, intestinal inflammation, squamous cell metaplasia, endometrial stromal sarcoma, leiomyoma, cyst and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain lower right abdomen") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, ketorolac tromethamine (toradol) and surgery (ablation on (B)(6) 2015 and hysterectomy (partial), and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and hormone level abnormal had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: all symptoms resolved but not specified diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: not provided; in december 2013: there was no occlusion; in (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2015: gross description: one of the fallopian tubes shows a pedunculated thin-walled previously ruptured cyst. The specimen is sectioned, revealing metal coils in the proximal fallopian tube ostia.. Uterine dilation and curettage - on (B)(6) 2013: uterus sounded to 8 cm. The intrauterine cavity was normal. The essure coils were placed without difficulty with 2 coils in the intrauterine cavity and ablation was without difficulty as well. Concerning the injuries reported in this case, the following ones /were described/confirmed in patient¿s medical records: pain, pelvic pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided.~ as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not necessarily indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae case is not applicable. Most recent follow-up information incorporated above includes: on 21-jan-2019: new pfs+mr received. Lot number added. New events-abnormal bleeding (vaginal),apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), hormonal changes,migration of essure device location of device: migrated out of fallopian tubes/migration of essure device location of device : uterus,pain lower right abdomen were added. New reporters and patients' information added. Lab data, concomitant conditions, drugs, medical history and treatment drugs added. This case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began experiencing pelvic pains. The symptoms increased in intensity and approximately 2 years after essure insertion the plaintiff underwent hysterectomy and bilateral salpingectomy. Pelvic pain is serious due to medical importance and is anticipated in the reference safety information of essure. Pelvic pain, back pain, and uncharacterized pain may occur after the insertion of essure. In this case, the event started after the insertion of essure and finally led to hysterectomy and bilateral salpingectomy. Considering the positive temporal relationship and in the lack of alternative explanations, a causal relationship between the event and essure cannot be excluded (related). An additional non-serious event was also reported. This case was regarded as incident since a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 19-oct-2016 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2013 for permanent birth control. After the procedure she underwent the required hsg (hysterosalpingogram) procedure. On unspecified date, she began experiencing pelvic pains and increased bleeding during menstruation. The symptoms started out minor and gradually increased in intensity. On (B)(6) 2015, she underwent hysterectomy and bilateral salpingectomy as a definitive solution to the problems that she had been experiencing. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began experiencing pelvic pains. The symptoms increased in intensity and approximately 2 years after essure insertion the plaintiff underwent hysterectomy and bilateral salpingectomy. Pelvic pain is serious due to medical importance and is anticipated in the reference safety information of essure. Pelvic pain, back pain, and uncharacterized pain may occur after the insertion of essure. In this case, the event started after the insertion of essure and finally led to hysterectomy and bilateral salpingectomy. Considering the positive temporal relationship and in the lack of alternative explanations, a causal relationship between the event and essure cannot be excluded (related). An additional non-serious event was also reported. This case was regarded as incident since a surgical intervention was required. A quality-safety investigation was initiated. Further information is expected only through the litigation process.